Manufacturer narrative:
Siemens field service engineer (fse) inspected system, cleaned the readhead and fiber optics, replaced the heat filter and retaining ring and lamp. He also replaced the reagent roll and calibrated with a new box of calibers which was successful. He was able to run controls successfully. The problem has been resolved and the system is operational.

Event description:
Customer reported false negative rbc results on 3 patients. There was no report of injury due to this event.